Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ("the pain persisted") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), pain in extremity ("pain in the legs, memory problem, agitated sleep, exhausted and with anaemia, removing the fallopian tubes and uterus"), memory impairment ("memory problems"), poor quality sleep ("agitated sleep"), fatigue ("I was completed exhausted"), anaemia ("anemia") and burnout syndrome ("my general practitioner diagnosed me with burnout"). The patient was treated with surgery (bilateral salpingectomy & hysterectomy). Essure was removed in (B)(6) 2023. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pain in extremity, memory impairment, poor quality sleep, fatigue, anaemia, burnout syndrome or pelvic pain. The reporter commented: but some effects still persist. Everything suggested that it was not linked to the implant. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-jul-2024: quality safety evaluation of ptc. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of pelvic pain ("the pain persisted") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), pain in extremity ("pain in the legs, memory problem, agitated sleep, exhausted and with anaemia, removing the fallopian tubes and uterus"), memory impairment ("memory problems"), poor quality sleep ("agitated sleep"), fatigue ("I was completed exhausted"), anaemia ("anemia") and burnout syndrome ("my general practitioner diagnosed me with burnout"). The patient was treated with surgery (bilateral salpingectomy & hysterectomy). Essure was removed in (B)(6) 2023. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pain in extremity, memory impairment, poor quality sleep, fatigue, anaemia, burnout syndrome or pelvic pain. The reporter commented: but some effects still persist. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ("the pain persisted") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), pain in extremity ("pain in the legs, memory problem, agitated sleep, exhausted and with anaemia, removing the fallopian tubes and uterus"), memory impairment ("memory problems"), poor quality sleep ("agitated sleep"), fatigue ("I was completed exhausted"), anaemia ("anemia") and burnout syndrome ("my general practitioner diagnosed me with burnout"). The patient was treated with surgery (bilateral salpingectomy & hysterectomy). Essure was removed in june 2023. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pain in extremity, memory impairment, poor quality sleep, fatigue, anaemia, burnout syndrome or pelvic pain. The reporter commented: but some effects still persist. Everything suggested that it was not linked to the implant. The most recent follow-up information incorporated above includes data received on: 02-jul-2024: event outcome updated not recovered / not resolved for all events. Reporter causality comment updated. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report